Event description:
It was reported that this right ventricular (rv) lead during a device interrogation revealed a code 1005, indicating an open circuit condition. Technical services (ts) was consulted, stated that cannot guarantee that future shocks would be able to convert and discussed rv lead replacement may be needed. This rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead during a device interrogation revealed a code 1005, indicating an open circuit condition. Technical services (ts) was consulted, stated that cannot guarantee that future shocks would be able to convert and discussed rv lead replacement may be needed. This rv lead remains in service. No additional adverse patient effects were reported. Additional information was received, this right ventricular (rv) lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.